Event description:
It was reported that during an unk procedure, the jaws jammed and would not open on the third stroke. As staples had fired, the device was removed by loosening the jaws and pulling back. It did not have to be cut off, as most of the tissue had been cut and stapled. It is unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 09/24/2008. Eval summary: the analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.